Event description:
Discordant ck (creatine kinase) results were obtained on an advia 1800 for 2 patients. The results were reported to the healthcare provider. The patient samples were repeated on another advia 1800 instrument and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant ck results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse checked the probe alignments and the fluidics. The problem was determined to be caused by operator error - not properly mixing the reagent or not adding the required supplemental reagent. The instrument is performing within specifications. The system was determined to be operational and no further evaluation of the device is required.

Event description:
Discordant ck (creatine kinase) results were obtained on an advia 1800 for 2 patients. The results were reported to the healthcare provider. The patient samples were repeated on another advia 1800 instrument and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant ck results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse checked the probe alignments and the fluidics. The problem was determined to be caused by operator error - not properly mixing the reagent or not adding the required supplemental reagent. The instrument is performing within specifications. The system was determined to be operational and no further evaluation of the device is required.